Manufacturer narrative:
An event regarding knee instability involving unknown mako baseplate was reported. The event was confirmed. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated "the most common cause of unicondylar knee arthroplasty revision is progression of osteoarthritis in the other knee compartments. This is likely relevant in this case. Conclusions: clinician review of the medical records indicated "there is no evidence that factors of faulty component design, manufacturing, or materials contributed to this clinical situation." Further information such as examination of explanted components, pre- and post-operative x-rays, complete primary and revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient had a left mako uni knee. Patient complained of pain to surgeon who revised/converted to a total knee.

Manufacturer narrative:
Catalogue number unknown at this time. The following other devices were also listed in this report: unknown mako lateral femoral component size 1; cat# unknown; lot# unknown. Unknown mako tibial insert 9mm; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device will not be made available due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient had a left mako uni knee. Patient complained of pain to surgeon who revised/converted to a total knee.